Event description:
Revision surgery occurred to resurface the patella. Poly inserts were exchanged during the procedure. The patella was not resurfaced during the primary procedure.

Manufacturer narrative:
Revision surgery occurred to resurface the patella. Poly inserts were exchanged during the procedure. The patella was not resurfaced during the primary procedure. Review of the device history record indicates that the device was manufactured to spec.